Manufacturer narrative:
The technician found the siderail cables were torn, slightly cut and exposing bare wiring. The technician replaced the siderail cables, inter-cables, sidecom cable and the right and left caregiver controls to repair the bed.

Event description:
Info rec'd indicates the nurse call would not set.